Event description:
The clinician reports the implant was inserted (B)(6)2019 in fdi 16. Details of surgery: ridge augmentation. On (B)(6)2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. Thedevice was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.